Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: d4 (expiration date: 04/2024), g3 h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a biopsy procedure, the needle was allegedly difficult to be passed through the guide. It was further reported that the guide was allegedly difficult to be removed. It was also reported that the there was an asymmetric flange inside the guide which lugs and sits almost firmly over several parts of the needle. It was also reported that resistance was felt when pulling the flange off. Furthermore, after the guide was fitted, depending on the extent there was tightness around the barbs. Reportedly the flange/edge was completely clear and sharply defined and it was spread over approximately half the circle resulting in noise. There was no reported patient injury.

Event description:
It was reported that during a biopsy procedure, the needle was allegedly difficult to be passed through the guide. It was further reported that the guide was allegedly difficult to be removed. It was also reported that the there was an asymmetric flange inside the guide which lugs and sits almost firmly over several parts of the needle. It was also reported that resistance was felt when pulling the flange off. Furthermore, after the guide was fitted, depending on the extent there was tightness around the barbs. Reportedly the flange/edge was completely clear and sharply defined and it was spread over approximately half the circle resulting in noise. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 : device pending return.